Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please, see medwatch report 2032227-2014-32567 and 2032227-2014-28914.

Event description:
It was reported that the customer wanted to return a malfunctioning insulin pump. It was reported that the customer's original insulin pump had quit working approximately two years ago, and the malfunctioning device that they wanted to return, was sent to them as a replacement. When the information for the malfunctioning device was check, it was noticed that the device was registered to another customer. The customer's spouse stated that they had gotten many supplies from a friend, whose spouse was an insulin pump owner and who had passed away, but the insulin pump was not part of the supplies. The customer's spouse also stated, when they received the replacement insulin pump, it was black, which was strange. When they contacted the help line, they were told that the blue devices were out of stock and that was the reason why they had received a black device instead. The customer's blood glucose was unknown. Nothing further was reported.